Event description:
I am using libre 3 for several months. Each time I apply the patch, after the first day the area begins to itch. It is very uncomfortable to wear a patch when it itches. When I remove the patch, it creates dark skin patches. Both my hands have these and I can send photos of that. I think either glue they use or the metal they use for the needle should change. I reported this to abbot customer service and so far no acknowledgement.